Manufacturer narrative:
The investigation concluded that higher than expected results were obtained from two different levels of non-vitros biorad ethanol/ammonia controls, lot: 54470, using vitros ammonia (amon) slide lot: 1023-0271-0768 on a vitros 4600 chemistry system. The investigation concluded the assignable cause of the event was an instrument related performance issue associated with microslide incubator contamination. After an ortho field engineer cleaned the microslide incubator, replaced the microslide evaporation caps and performed all necessary adjustments, acceptable vitros amon precision was obtained.

Event description:
The investigation concluded that higher than expected results were obtained from two different levels of non-vitros biorad ethanol/ammonia controls, lot: 54470, using vitros ammonia (amon) slide lot: 1023-0271-0768 on a vitros 4600 chemistry system. Biorad level 1 vitros amon results of 146.5 and 320.3 umol/l vs. The expected result of 27.5 umol/l biorad level 3 results of 288.1, 493.5, 283.7 and 299.0 umol/l vs. The expected result of 236.0 umol/l the higher-than-expected results were obtained from non-patient quality control fluids. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).